Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the reported bleeding and heart failure could not be determined. Review of the submitted log file revealed a low speed event due to motor stop commands recorded on (B)(6) 2021 at 23:48:01 and 23:48:02. The device resumed operating at the set speed after this event. No other unusual events were recorded. The log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2019. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended international normalized ratio values. Section 4 entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were two no external power events on (B)(6) 2020 and (B)(6) 2021 due to the patient allowing the 14 volt batteries to drain. The patient had been sleeping while on battery power and the no external power events occurred at times when the patient was likely asleep. There were replace backup battery events which self-corrected once the 14 volt batteries were replaced following the no external power events. On (B)(6) 2021, the log file captured a brief speed drop due to the pump stop button being briefly activated at the system monitor.

Manufacturer narrative:
The exact date of admission for bleeding and heart failure symptoms was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for nosebleed and heart failure symptoms.